Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that they have swelling, very painful gum irritation. Their right side of their face is swollen and has swollen gland. Their upper gum feels inflamed. These symptoms seem to be symptoms of an allergic reaction. Requested further information from patient. Patient has not yet responded to request.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.